Manufacturer narrative:
Batch review performed on 09 january 2017: lot 1654936: (B)(4) items manufactured and released on 13 march 2017. No anomalies found related to the problem. To date, (B)(4)similar events have been reported on items of the same lot.

Event description:
When the surgeon inserted the 7 mm screw the screwdriver made a cracking noise and the tip broke off. He continued with the second screwdiver on the set. No patient harm.

Manufacturer narrative:
Visual inspection performed january the 30th, 2018. Pictures received with the complaint have been also considered. Breakage of the tip during screw insertion.breakage can occur in case of high insertion torque, typically related to large diameter screws (>7mm), long screws (>60mm) and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case, a screw ¿7mm was inserted, no information about tapping and bone quality/hardness. Usually the surgeon can perceive the high torque during the insertion, in such case he could remove the screw and tap further in deep before repositioning the screw. The tip material and geometry is proven to withstand up to 9nm torque, which is a significant force for a pedicle screw insertion (note, 9nm is also the final tightening torque for the setscrew, that needs a t-handle and a countertorque to be applied.) - the strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (aisi x15-tn or equivalent) which are comparable to predicate devices. Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness. The instrument set always includes a second pedicle screwdriver, and another "simple" screwdriver to complete the surgery in case of breakage.

Event description:
When the surgeon inserted the 7 mm screw the screwdriver made a cracking noise and the tip broke off. He continued with the second screwdiver on the set. No patient harm.